Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the camera cable damage of the subject device which was made by the user handling. It might be occurred that the image of the subject device was not appeared with no image transmission to the processor due to the camera cable damage of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not appeared during the incoming inspection at the olympus (B)(4). Moreover when olympus (B)(4) use the test cable owned by olympus (B)(4) with the subject device , the image of the subject device was appeared but there were the white dots. There was no patient injury associated with this report.